Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's parent reported via phone call that customer was hospitalized with diabetic ketoacidosis due to being connected. Caller had to hang up to take care of customer and did not give further information. Caller could not be reached when called back.